Manufacturer narrative:
(B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device history records review was completed for part# 04.034.649s, lot# 7799367. Manufacturing location: monument, manufacturing date: sep 25, 2014, expiry date: aug 31, 2023. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal and revision was performed on (B)(6) 2017 due to a broken tibia nail and nonunion. The date of the original procedure is unknown. Removed hardware included one (1) broken tibial nail and five (5) intact 5.0mm titanium locking screws. The nail was broken at the distal-most proximal hole. All hardware was removed successfully and a new nail was implanted. The surgeon used a reamer irrigator aspirator (ria) to collect bone graft from the femur and iliac crest for the nonunion. He used the bone graft from both sites and 20cc of demineralized bone matrix (dbx) putty at the nonunion site. The procedure was completed successfully with the patient was reported in stable condition. Concomitant devices reported: 5.0mm titanium locking screws (part# unknown, lot #unknown, quantity 5). This report is for one (1) cannulated tibial nail. This is report 1 of 1 for com-(B)(4).